Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and the excessive no delivery test. Unit was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The unit calculated the additional bolus deliveries and was verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly noted. Unit had minor scratched display window.

Event description:
Customer reported to have been hospitalized for a month due to high blood glucose which could not be lowered. Customer reported of treating high blood glucose in order to be able to be released from the hospital and blood glucose dropped to 30 mg/dl. During troubleshooting, insulin pump passed displacement test. Customer reported that insulin pump was exposed to MRI and cat scan a week prior to hospitalization. Customer was advised that insulin pump would be replaced.